Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and address and serial number label sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).